Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Event description:
As reported via call from a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position inside of a non-edwards surgical valve. Approximately 1 month post tavr in savr, the patient experienced increased gradient at the 30 day echo. The team decided to post-dilate and fracture the surgical valve. The bav with valve fracture reduced the gradient from 60 to 0.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "post-implantation - increased gradients" was unable to be confirmed due to unavailability of medical records/applicable imagery. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "approximately 1 month post tavr in savr, the patient experienced increased gradient at the 30 day echo. The team decided to post-dilate and fracture the surgical valve. The bav with valve fracture reduced the gradient from 60 to 0." Elevated gradients may indicate obstructed flow across the valve. In this case, the gradient improved after fracture of pre-existing ring or surgical valve with post-dilation of s3u, which suggests that increased gradients resulted from valve under deployed due to constraint of pre-existing ring or surgical valve. As such, available information suggests that procedural factors (under deployed valve) may have contributed to the reported event. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.